Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal unknown baclofen 2000 mcg/ml at 121.1 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient arrived to the emergency department with "severe spasms" and the hcp interrogated the pump and it showed there was 30.9 cc in the pump reservoir, the drug concentration and dose and did not see any alerts. The hcp inquired if the tablet would show if there was a catheter issue.  Additional information received from the hcp on the same day indicated the logs were normal. The hcp was going to be contacting the rep to obtain a catheter access port (cap) kit for catheter diagnostic testing. Additional information was received from a healthcare provider (hcp) on 2021-08-26 indicated there was a migration of the intrathecal catheter out of the intrathecal space. The patient experienced baclofen withdrawal syndrome. The summary of the cause indicated this was a patient with a long history of chronic low back pain and walking difficulties who underwent lower thoracic laminectomy in (B)(6) 2019 with no improvement in his myelopathy and subsequently developed severe spasticity which was treated with implantation of a synchromed ii continuous intrathecal drug infusion system (baclofen pump) on (B)(6) 2021. The catheter tip was noted to be at t 4-5 using fluoroscopy at the time of surgery; this was confirmed by post-op x-rays two days after surgery. He was doing well until he came to the hospital on (B)(6) 2021 complaining of increased spasticity and he felt his pump may not be working. The pump was checked by the staff and deemed to be working properly. On (B)(6) 2021, he had a CT which showed the catheter tip to be outside the intrathecal space. The hcp saw the patient and he had no signs of withdrawal and none were really expected based on the fact that he had only been on intrathecal therapy for a few months, thus he was scheduled for revision on (B)(6) 2021 which was the earliest time available in the operating room (or). In retrospect looking back through his records he had a kub on (B)(6) 2021 and another on (B)(6) 2021 which showed the tip of the catheter to be at t8. In the early hours of (B)(6) 2021, he developed encephalopathy type symptoms and remained incoherent and unable to communicate. He was deemed to be in baclofen withdrawal by the medicine providers and was treated with benzodiazepines. The hcp was informed of this 36 hours after the onset and immediately deemed the situation an emergency knowing and fearing he could go into full blown withdrawal syndrome. The patient was taken to the operating room in the evening on (B)(6) 2021 and the entire system was replaced with a new pump and intrathecal catheter. Intraoperative fluoroscopy showed the new catheter tip to be at t 7-8 and this was confirmed by x-rays on (B)(6) 2021. Post-op he stabilized albeit with slow and gradual recovery of his full mental capacities over the next week. He was as discharged back to his nursing home on post-operative day (pod) # 13. The hcp saw him in clinic on pod # 20 and he was doing well and back to his normal self.